Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that sometimes the wifi-connection does not work at start-up. No patient was present at the time of the event.

Manufacturer narrative:
The software analysis reviewed the logs but it provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.